Manufacturer narrative:
Please note that the following section was updated: section b: box 5: describe event or problem. Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the hospital will no longer release the device for investigation. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing intravenous thrombolysis followed by mechanical thrombectomy procedure in the left internal carotid artery using a penumbra system red 72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max), a non-penumbra microcatheter, and a guidewire. It was reported that the patient had a stenosis on the left common carotid artery (cca). During the procedure, while attempting to remove the red72, the physician experienced resistance. The physician injected contrast and noticed under fluoroscopy that approximately 10 centimeters of the red72 had fractured in the ica. The fragment extended from the carotid bifurcation to the carotid siphon. The physician decided to leave the fractured red72 segment. The procedure was ended at this point without recanalizing of the carotid terminus or the middle cerebral artery (mca). The next day, a cerebral computed tomography (CT) angiography revealed the fractured red72 segment within the (cca) extending to the left ica. There was a complete obstruction at the beginning of the ica as well as a near occlusive stenosis of the left (cca), which remained patent. On 12aug2025, it was reported that the patient expired on (B)(6) 2025 due to the stroke suffered on (B)(6) 2025.

Event description:
The patient was undergoing intravenous thrombolysis followed by mechanical thrombectomy procedure in the left internal carotid artery using a penumbra system red 72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max), a non-penumbra microcatheter, and a guidewire. It was reported that the patient had a stenosis on the left common carotid artery (cca). During the procedure, while attempting to remove the red72, the physician experienced resistance. The physician injected contrast, and noticed under fluoroscopy that approximately 10 centimeters of the red72 had fractured and was lodged in the ica, extending from the carotid bifurcation to the carotid siphon. The physician decided to end the procedure at this point without recanalization of the carotid terminus and the middle cerebral artery (mca). The physician also decided to leave the fractured segment of the red72 in the patient. The next day, a cerebral computed tomography (CT) angiography revealed the fractured segment of the red72 within the (cca), extending to the left ica causing complete obstruction of the beginning of the ica as well as a near occlusive stenosis of the left (cca), which remained patent. On (B)(6) 2025, it was reported that the patient expired on (B)(6) 2025 due to the stroke suffered on (B)(6) 2025.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.